Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use a manual injection therapy as a backup for insulin delivery.